Event description:
It was reported a patient's pacemaker presented with under sensing and competitive pacing seen on some mode switch episodes. No changes were reported. The patient status was stable.